Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call a low blood glucose of 35 mg/dl. The customer declined troubleshooting and stated it was due to an issue of carb counting. The customer also reported that there had been some high blood glucose.